Manufacturer narrative:
The event occurred on an unspecified date "recently". The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked prior to patient use. The set was filled with 5-fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured from july 27, 2020 - july 28, 2020. The actual device was received for evaluation. A visual inspection was performed using the naked eye found fluid inside the bag that contained the sample. When the unit was removed from the bag, the cause of fluid inside the bag was found to be untightened yellow luer cap. The yellow luer cap is not a baxter product. Functional testing was performed by filling the device with green colored water. After fill, the yellow cap was hand tightened and was being monitored until the next day. No signs of leak were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.